Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient woke up and noticed that the tubing was detached. Reportedly, the tubng was detached while sleeping. The site location was abdomen and the pump was worn on the waist band. The location of detachment was at quick release. The infusion was in use for a day. The infusions were stored in wardrobe and there was no stress or pull on the tubing. The patient was not sure whether the pump was dropped with the set connected to the patient's body. No further information available.